Manufacturer narrative:
The following other devices were also listed in this report: unknown triathlon cr femur; cat# unknown; lot# unknown. Unknown triathlon cemented baseplate; cat# unknown; lot# unknown. Unknown triathlon patella; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. When completed, the investigation results will be submitted in a supplemental report.

Event description:
Right knee wash out and poly swap for possible infection after patient fell and tore open incision from previous primary total knee.

Manufacturer narrative:
Corrected data: the device was not returned. Conclusions: the poly was revised to avoid possible infection however, the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op x-rays, patient history, follow-up notes and histopathology report are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Right knee wash out and poly swap for possible infection after patient fell and tore open incision from previous primary total knee.